Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that half of the keyboard was not responding. A field service engineer swapped the keyboard to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system keyboard was not responding. A customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.